Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device partially cut then jammed after deploying a few unformed staples. The surgeon changed devices to control bleeding in the pedicle. There was no pt consequence.